Event description:
On (B)(6) 2015, it was reported to 3m espe that the 3m (tm) espe (tm) mdi 1.7mm pilot drill (2010d) broke during an implantation procedure. The broken drill fragment was removed by taking a larger bur an drilling around the implant site and then grasping the drill fragment with ronjeurs. No complications during the surgery were reported.

Manufacturer narrative:
The fragments of the drill involved in this case were not returned to 3m espe for evaluation and the dental office did not provide a lot number for the drill used. It was reported to 3m espe that the dental professional had not been trained to place mdis and had never placed mdis until this case.